Event description:
It was reported that the patient is a chronic dislocater. Also surgeon states cup did not osteointegrate.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot conclusions: a review of the medical records by the consulting clinician indicated acetabular revision of the well-fixed stryker component for recurrent subluxation secondary to retroversion of the cup was not related to factors of component design, manufacturing or materials. A painful stress reaction to the zimmer stem, treated with bone grafting, was not related to any stryker product.

Event description:
It was reported that the patient is a chronic dislocater. Also surgeon states cup did not osteointegrate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.